Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the issue was observed during periodic maintenance. A review of the event log was performed, and no backup alarm failed error message were found that occurred in 2025. The event log did have records for previous error messages for 1104. Additional evaluations are needed by the service engineer.

Manufacturer narrative:
The device was re-evaluated by a service engineer (se), and the "check vent: backup alarm failed" (diagnostic code 1104) was confirmed. The se also noted that the alarm was confirmed in the event log. It was noted that the central processing unit (cpu) board would need to be replaced in order to resolve the issue; however, the device was returned at the requested of the customer, without repair. The issue was not resolved, and no further actions were performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) confirmed that the "check vent: backup alarm failed" had occurred at the repair center, and also found multiple occurrences of the alarm in the event log. The se noted that the central processing unit (cpu) board needed to be replaced. The repair is pending the customer acceptance of the quote. Investigation ongoing.